Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose 426mg/dl due to no delivery of insulin during fixed prime. Customer performed troubleshoot and states that insulin exits the tubing. Customer states that alarm did not occur during manual prime. No delivery alarm was resolved by infusion set change. None of the products will be return for analysis.